Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced pericardial effusion. The right ventricular (rv) lead was perforated and dislodged. The rv lead was explanted and replaced. The right atrial (ra) lead exhibited high thresholds and microdislodgement was suspected. Revision was attempted but the ra lead would not fixate and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. No anomalies were found on the helix, just blood and tissue. The analyst noted that the lead was returned with the helix was fully extended. Dried blood and tissue are on helix and in sleevehead. Helix looks fine. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.